Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type recharger. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown, device code (B)(4) apply to implantable neurostimulator (ins) device code (B)(4) applies to pli recharger antenna . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative via a healthcare provider regarding a patient that was implanted with a neurostimulator (ins) for spinal pain. It was reported the patient claimed her ins recharger got really hot and felt like it was burning the inside of her skin, and it felt warm to the touch. It was noted patient could charge for 30 minutes and then had to remove the insr due to discomfort. It was noted patient used to be able to charge in 30 minutes with no symptoms, but now recharging took close to 2.5 hours because she had to start and stop multiple times. Patient noted no thermometer had been seen on insr and the pocket looked normal externally. They could not troubleshoot due to lack of access top product. A replacement recharger antenna would be sent to patient and see if this could resolve the issue. It was mentioned patient claimed when using insr antenna, she felt a burning but was not harmed by it. It was noted patient felt burning and hot in ins pocket. This would consider a sudden or gradual change in therapy or symptoms. Additional notes from patient stated that patient was experiencing burning sensation when charging and could not troubleshoot over the phone due to lack of insr. No further complication and event were reported.